Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device could not be interrogated and the programmer showed an error message. Technical support advised that the error was most likely due to electromagnetic interference (emi). The device was interrogated successfully the following day. The patient was stable with no consequences.